Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant calcium results was due to the malfunction of the sample probe pump. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant advia 1650 calcium patient results were obtained and reported to the doctor. The samples were retested and the doctor's request and corrected results were reported out. There was no report of patient intervention or adverse health consequences due to the discrepant calcium results.